Event description:
During service stryker observed the device does not charge properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Investigation confirmed the device does not charge properly and found the therapy cable is obsolete. The therapy and system pcba's have been returned for further investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Investigation of the device determined the therapy pcba was faulty. This device was archived by stryker and the customer received a replacement device.

Event description:
During service stryker observed the device does not charge properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.